Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and similar incident review could not be conducted because the part and lot number was not provided. The investigation was unable to determine a conclusive cause for the reported break-stent. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced in b5 are captured under a separate medwatch report. Literature attachment: article title - "treatment of long femoropopliteal occlusive lesions with self-expanding interwoven nitinol stent: 24 month outcomes of the stella-supera-siberia register trial".

Event description:
It was reported via a research article the 52 patient with in patients with symptomatic peripheral artery disease treated totally occluded lesions with a supera stent in femoropopliteal region. The aim of this study was to assess the clinical safety and efficiency of the supera stent in the treatment of long femoropopliteal occlusive lesions. The vessel prep was fit with the length of the lesion. The supera stent was exceeding a little bit the vessel prep length. The outer diameters vary between 4.5 and 6.5 mm. During the complete follow-up, we reported the following adverse patient effects potentially related to the supera stents: pseudoaneurysm, stenosis and occlusion target lesion revascularization. In a 3 year stent follow-up a stent fracture was observed. The article conclusion was that supera stent implantation for femoropopliteal lesions revascularization appears to be a safe and efficient implant given the complexity of the treated lesions. Additional details can be found in the attached article, "treatment of long femoropopliteal occlusive lesions with self-expanding interwoven nitinol stent: 24 month outcomes of the stella-supera-siberia register trial".